Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead causing pacing inhibition. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Health effect impact code updated to additional surgery, was previously reported as no health consequences or impact.